Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a unable state. There is no report of pt injury or death.